Manufacturer narrative:
Customer called service reporting the system had blown fuse(s) for the monitors. The cause of the fuses blowing was not able to be determined. On a follow up call, the customer reported they replaced the fuses and the system was fully functional.

Event description:
Customer reports that during an unknown procedure the system fluoro failed. The physician aborted the procedure. No additional details are known other than there is no reported injury.